Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 016445c001, version #: 3.4: h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the thermal damage was underestimated. The thermal damage inflicted by the system was underestimated due to inaccurate te parameters. Parameters have since been corrected. There was no delay to the case. No reported impact to the patient. Additional information was received stating that the system was overestimated damage model estimate, due to inaccurate te parameter, compared to visualized damage on dwi sequence post ablation. Te parameter was corrected for subsequent ablations. Damage model and post imaging scans corelated thereafter. Additional information was received. The system overestimated damage model estimate, due to inaccurate te parameters, compared to visualized damage on dwi sequence post ablation. Te parameter was corrected for subsequent ablations. Damage model and post imaging scans corelated thereafter. The system settings were incorrect related to our algorithm used by our software to estimate the damage to brain soft tissue. This means the system's estimated damage visualized on the screen, during the case in question, was significantly greater than the actual amount of brain tissue ablated. Meaning very little ablation or denatured tissue occurred within the patient. The system was not overheating. The setting was corrected on the system, subsequent ablation was confirmed accurate via correlation with MRI imaging. The surgeon was pleased with final result and there was no harm to patient.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Analysis found that the software functioned as designed. Mismatch in the used te parameter value, between the MRI scan (15 ms) and the visualase configuration (10 ms), caused inaccurate thermal damage estimate calculation by the visualase system after passing the wrong value to the thermometry algorithm. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.